Manufacturer narrative:
Several attempts have been made to obtain additional details of the reported event. Mesh extrusion is a common and well documented event and is identified in product labeling (IFU 10-156-03). Based upon the details presented, it is unknown if the device malfunction as described is a result of the device, surgical procedure or patient history. The lot history record for desara blue tv lot # h10017 shows no non-conformances or deviations that could have caused or contributed to this incident. Suture length, junction test, and tip inspections passed all inspections. The product was used prior to its expiration date of 10-24-2020. For subcomponents blue profax mesh strip lot # h09019 and blue profax finished mesh panel lot # h09005, # h09010 no non-conformances were found. Based upon the information as presented, it is unknown whether the issue as described is related to the device, patient medical history, or surgical technique. Mesh erosion/extrusion is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history. Extrusion is labeled in the product instructions for use (IFU) warning section. When used correctly as intended, the clinical benefit to the patient for the treatment of stress urinary incontinence outweighs this risk.

Event description:
Sales rep reported via email that a physician mentioned an adverse outcome on (B)(6) 2018 from vertessa lite and desara blue tv. "The patient had an erosion and extrusion." Additional information has been requested from surgeon including details, treatment, and lot numbers associated with each issue. Dr. Responded with additional information: "I can try to ask in o.r. If they can look up lot number, I found some info in epic. Date of surgery (B)(6) 2018. Midurethral mesh exposure, midline and to the right side. Using estrogen cream before and after surgery. Treated with estrogen, but very tender and could not tolerate office trim for mesh removal. (B)(6) 2018 sling excision and cystoscopy planned. I will let you know if anything unusual." Sales rep provided additional information: "I emailed dr. (B)(6) last night asking for clarification on the vl erosion. She mentioned that to me last week when I saw her but didn't mention it in the email she sent yesterday. She told me the vl was eroding at the apex of the patient's vagina. She mentioned the desara was causing more of a discomfort for the patient's husband during intercourse but led me to believe it was extruding as well. I will let you know what I hear back from her. She used desara blue tv and we are trying to track down the lot number." (See complaint (B)(4) for associated vertessa lite y-mesh). Sales rep also reported: "I never heard from account, but I did hear from customer service the lot numbers we sent them in this time frame. Lot # h10017 (cal-ds01btv). After speaking with the physician again in greater detail, it doesn't appear it was a true extrusion. It was more of a failure. She wasn't willing to speak with anyone in any greater detail."